Event description:
During baxter's evaluation it was found that a spectrum pump experienced a downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of downstream occlusion alarm through the device history log, but could not reproduce it during evaluation. Evaluation found the downstream sensor readings to be above specification. Evaluation also found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced to correct this condition.